Event description:
During a follow-up in clinic, an episode of post-paced t-wave oversensing (pptwo) due to fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.